Event description:
On (B)(6) 2011 the patient left the visit with settings of 2.25ma/20hz/250microseconds/30seconds on/1.1minutes off, no diagnostics were available for that day. On the next recorded visit on (B)(6) 2011 the first interrogation the device settings were 0ma/20hz/500microseconds/30seconds on/60 minutes off which are faulted; diagnostics settings. It is unknown at this time when the error occurred, only that it was in 2011.

Manufacturer narrative:
Analysis of programming history.